Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 22-26 mm in diameter and 22 mm in length. It was reported that a recent follow up CT identified a proximal type I endoleak. Per the physician, the cause of the type ia endoleak was due to the remodeling of the blood vessel. The physician performed an intervention and implanted another manufacturer's stent graft aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.